Event description:
Boston scientific received information that the latitude system detected a red alert from this atrial lead due to impedance measurements greater than 2000 ohms. Additionally, noise was noted on the atrial electrograms (egms) which resulted in several atrial tachycardia response events (atrs). No adverse patient effects were reported.

Event description:
Additional information was received stating this lead was still exhibiting noise but it is not being marked. Additionally, pacing thresholds are elevated and impedance measurements continue to be greater than 2000 ohms. The caller stated that they wanted to program off this atrial lead as this patient never paces and does not require this lead for sensing. No adverse patient effects were reported.

Manufacturer narrative:
The patient will be followed by a boston scientific representative to evaluate the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
A boston scientific technical services consultant instructed the caller how to program off the atrial lead. No other adverse events have been reported. This product issue will be updated if additional information is received.